Event description:
Pt implanted with tibia ex-nail and four screws for a midshaft left tibia fracture. Pt returned to operating room on (B)(6) 2012 for removal of hardware due to nonunion. During removal of hardware it was noted that one of the two of the four screws were broken. Pt revised to trigen tibia nail. This is 5th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned lot number provided.